Event description:
The customer, a biomedical engineer, contacted physio-control to report that the therapy connector assembly on their device was loose which would cause the device to intermittently lose connection with either the therapy cable or hard paddles assembly with minimal movement. As a result, defibrillation may be delayed or not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the facility's biomedical engineer that he replaced the device's therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.